Event description:
The manufacturer received a voluntary medwatch (mw5171111) in reference to a malfunction of a dreamstation 2 device. The patient reported heavy deposits of a black substance in both filter in which he never seen before. There is no allegation of serious or permanent harm or injury. No medical intervention was specified as required by the patient the device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. A supplemental follow-up report will be submitted when the manufacturer's investigation is complete.